Manufacturer narrative:
The insulin pump functioned properly and passed self test, displacement, rewind, basic occlusion, prime, and excessive no delivery alarm tests. No a52 alarm noted. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call software error alarm. Customer's blood glucose level was 67 mg/dl. Troubleshooting for the alarm was performed. Customer advised the insulin pump reset and they received the alarm. Customer advised they use a dual wave bolus and they received the alarm after lunch after bolus delivery completed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.